Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve broke off inside the hub. It was reported that the hemostatic valve broke when the dilator was inserted into the vizigo sheath. The white piece inside the valve broke off inside the hub and they were unable to advance the dilator. When the sheath was replaced, the issue resolved. No patient consequences were reported. The plastic of the valve didn't break apart. Some piece got dislodged inside the valve that occluded it. The hemostatic valve was still attached to the sheath. Sheath wasn't used on a patient; this was noticed before it was inserted into the body. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history records was performed for the finished device 00001901 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on (B)(6) 2022, the bwi product analysis lab received the device for evaluation and this detail was mistakenly omitted from the initial report submitted on (B)(6) 2022.